Event description:
Staff were setting up for the procedure. When they opened the package, they noticed that the forceps needle was bent to the side. We have seen this of late, so the staff have begun looking at the forcep needle before using it in the procedure. In this case, the device was not used on the patient--the defect was noted on the back table. The device was removed and another was obtained. There was no patient harm and no delay in care. The packaging of the device is intact. The staff think something is happening before the device is packaged at the manufacturing plant.